Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device, with the white plunger fully depressed and the blue slide lock disengaged. The seal was observed to be inside the loading device. No visual defects were observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly was observed inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failures "fitting problem" as well as for "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.